Event description:
It was reported that the patient had their log files sent in for evaluation as the patient had low flow events. The cause of the low flows was determined to be from a wound infection. The low flows resolved. The infection was determined to be (B)(6). The patient experienced tenderness, red and drainage. They were given infusion antibiotics and kept under observation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas) (B)(4) and the reported wound infection could not conclusively be determined through this evaluation. The submitted system controller event log file contained data from on (B)(6) 2022 to (B)(6) 2022. A single low flow event that persisted long enough to result in a transient low flow alarm was captured on (B)(6) 2022. Additionally, several transient low flow events were recorded between (B)(6) 2022 and (B)(6) 2022 that did not persist for long enough to result in audible/visual alarms. Of note, pi (pulsatility index) was slightly elevated during the low flow events. No other notable events or alarms were recorded. The pump appeared to operate as intended at the set speed. The patient remains ongoing with heartmate 3 lvas (B)(4). No further related events have ben reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists infection as an adverse event that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 lists infection as a potential postimplant complication. Section 1 ¿introduction¿ provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also available. Several sections of this handbook provide care instructions regarding preventing infection. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information provided. The manufacturer is closing the file on this event.